Event description:
It was reported that the inflatable penile prosthesis would not inflate. The patient underwent surgery and fluid loss was observed. One of the cylinders had a large distal hole. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The first cylinder had a hole in the middle of the cylinder from sharp instrument consistent with damage during the explant procedure, a leak was present. No anomalies were found with the second cylinder. The pump was visually and microscopically examined, leak and functionally tested. The pump did not pass activation tests. The reservoir was visually and microscopically examined, and leak tested. No anomalies were found with the reservoir. Based on the information available and analysis results, the activation issues identified in the pump confirmed the reported clinical observation of inflation issues.

Event description:
It was reported that the inflatable penile prosthesis would not inflate. The patient underwent surgery and fluid loss was observed. One of the cylinders had a large distal hole. All components were removed and replaced. There were no patient complications.